Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 27 mg/dl at the time of the incident. The customer crashed his car into someone's house. The customer was at 90 mg/dl when they started driving.the customer was at 186 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no issues were found. The insulin pump will not be returned for analysis.